Event description:
It was reported that the core impaction drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of heat was not duplicated. Upon disassembly for visual inspection, the upper bore of spindle housing was found to be damaged. A damaged spindle housing can cause or contribute to heat.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the core impaction drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.